Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation adhesive on a-rubber had a chip, connecting tube had a dent, and the control unit was sticky due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a blurry image. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the bending rubber was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The customer presoaked the endoscope in the detergent solution. The insertion section was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.